Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd safety syringe the syringe and needle was easily separated. The following information was provided by the initial reporter. The customer stated: the "syringe and needle are easily separated."

Event description:
It was reported when using the bd safety syringe the syringe and needle was easily separated. The following information was provided by the initial reporter. The customer stated: the "syringe and needle are easily separated."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/17/2021. H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. A sample was returned to our facility for evaluation and testing. Our engineers noted that the returned syringe was easily separated from he needle. The issue hass been confirmed. Closer inspection of the syringe found that all dimensions were within specification, and no physical abnormalities could be detected. Our engineers noted that the provided needle is manufactured by another company, after replacing the needle our engineers performed functional testing of the device and were unable to detect any separation under product specifications. Additional testing was performed on retained samples for related lots with identical results. Unfortunately, without the ability to review the reported failure mode our engineers were not able to associate the root cause for this event with the manufacturing process. H3 other text : see h.10.

Event description:
It was reported when using the bd safety syringe the syringe and needle was easily separated. The following information was provided by the initial reporter. The customer stated: the "syringe and needle are easily separated.".